Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an atrial lead warning for polarity switch for low impedance. Possible oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.